Event description:
It was stated that insulin leaked from the reservoir into the reservoir compartment. The reported blood glucose reading was 456 mg/dl during the phone call. It was also stated that the reservoir appeared to be damaged. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.